Manufacturer narrative:
The report event of a connection issue was confirmed; it was due to a setscrew anomaly. The right ventricular setscrew was found to be fully stripped from the lead bore. This did not allow the set screw to be tightened and secured properly in the field. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing functions of the device were tested and found to be normal.

Event description:
During implant procedure, the right ventricular (rv) lead failed to connect to the header of the device. During an attempt to disconnect and reconnect the set screw could not be loosened. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.